Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown blood glucose (bg) level with ketones a healthcare provider deemed life threatening in (B)(6) 2025 (specific date not provided. Cause was unknown. Reportedly, due to the elevated bg level, the customer experienced an acute kidney injury. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released two to three weeks later with the issue resolved.